Manufacturer narrative:
Correction: lead was not capped, and it remained implanted.

Event description:
New information noted that lead was failed to capture. Chest x-ray was taken and confirmed that the lead had fractured. During lead revision procedure, it was noted that new lead could not be implanted due to occluded vessel, the case was abandoned on (B)(6) 2025 and old lead remained implanted.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited high pacing impedance. The lead was capped on (B)(6) 2025 and replaced with new lead. There were no patient consequences and patient was discharged.